Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd viper¿ lt system, there was one false positive result. No patient impact reported. The following information was provided by the initial reporter: "viper lt is showing CT score when resulting hpv thin prep. Customer is doing verification in the viper lt for hpv with thin prep. Viper is showing CT score in all the positive results".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00901 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd viper¿ lt system, there was one false positive result. No patient impact reported. The following information was provided by the initial reporter: "viper lt is showing CT score when resulting hpv thin prep. Customer is doing verification in the viper lt for hpv with thin prep. Viper is showing CT score in all the positive results."